Event description:
The pt's physician reported an outer coil fracture of this rv lead which resulted in out-of-range measurements. The lead was programmed to unipolar. The physician did not report any plans to revise the lead. All records indicate that this lead remains implanted. No add'l info is available. Should add'l info become available, this event will be updated.